Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the balloon of the powerflex p3 12 x 4/80 cm balloon catheter burst below the rated burst pressure (rbp). Attempts to obtain additional information have been unsuccessful as yet.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1007017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero (0) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot r1007017. Ca pfp3 12x4 80cm subassembly lot 0209070310 was reviewed and during the assembly of this lot ten (10) units were rejected. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst balloon test results were reviewed and no anomalies were encountered during the manufacturing process of this lot.